Manufacturer narrative:
This initial report is considered an initial and supplemental report as the investigation has been closed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
In the private home, the patient has left the insulin needle in his abdomen. The needle has separated from the plastic it is attached to. Upon my arrival, the puncture point can be seen, but the needle cannot be palpated or seen. He is referred to the hospital. Hospital admission, need for medical and surgical intervention to avoid injury or permanent disability. We still do not know the consequences they may have for the patient. On the other hand, we are requested to send us the following information: ¿ incidents and/or claims that occurred in spain of which they have been aware related to the product. ¿ whether this product has been involved in an fsca. ¿ units of the aforementioned product distributed in spain in the last 3 years. ¿ number of units distributed in europe and worldwide in the last 3 years. ¿ if they have contacted the center to request the product involved in the incident or to have access to it and obtain more information. ¿ manufacturer's risk analysis. V. Coyne 15 july 2024. Additional information: fyi - in regard to the issue below, hugh valente has advised: ¿yes, we contacted the health care professional on friday and she told us that finally , after several image testing, they didn¿t found any needle inside the body of the patient and no surgery was performed. Today we are collecting product samples from them.¿

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (component code, type of investigation and investigation findings) investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.